Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during load sequence. Additionally, it was reported that a cartridge alarm 6 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Reportedly, the customer successfully loaded a new cartridge to address the issues. There was no reported impact to the customer¿s blood glucose level.